Event description:
Low sensing was observed. The pace/sense portion of the lead was capped and defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.